Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent primary breast augmentation surgery with unspecified smooth saline breast implants experienced right sided capsular contracture baker grade IV and left sided deflation post procedure. As a result, patient had an explantation on (B)(6) 2020. This report is for the left sided device. See 1645337-2020-00776 for contralateral prosthesis report.

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on (B)(6) 2020. Device evaluation summary: according with the information reported the patient experienced a rupture in the gel breast implant. During visual inspection of the device, an area of siltex cracking was observed in the anterior view. Additionally, a tear was noted within area of siltex cracking, measuring approximately 2.0 cm, causing a rupture. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Mentor believes that siltex cracking is ultimately a result of high stresses caused by acute folds in the shell of siltex breast implants. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 1/22/2020, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The device received was an unspecified 300cc saline breast implant. Lot# is unknown. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 1/31/2020, report submission due date 2/13/2020 was erroneously submitted in follow up report. Correct report submission due date is 2/21/2020. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on (B)(6) 2020, it was clarified that the devices received were 300cc unspecified gel breast implants. Lot: unknown catalog: unknown. Manufacturer¿s reference number:(B)(4).